Manufacturer narrative:
Device evaluation: returned device was received in good physical condition with fluid ingressions. No evidence of reported problem in event log was found. During the evaluation of the device, a first delivery accuracy test was within the pump's delivery accuracy manufacturing specifications. But the pump di not stop delivering the fluid of the second and third tests. The customer reported condition was confirmed. The customer issue was caused by bad expulsor and valves gasket due to the fluid ingressions damaged. Problem source is user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical infusion pump had been programmed correctly. And screen had shown volume administer went from 140ml to 0 ml after 24 hours. However, it was noted that no medication had been infused. No patient injury resulted.